Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported general complaint on alarm occurrence and complexity for resolution. During infusions of vasoactive drugs or chemotherapeutic agents, the IV infusion pump creates alarms (i.e., ¿air-in-line¿ alarms or proximal/distal alarms)) that is either detectable by the end user or not detectable within the IV line. This was mentioned in the 'infusion pump safety initiative' document. There was no information on patient involvement.